Event description:
It was reported that the insulin pump alarmed no delivery about 2 to 3 times in the last 20 days. The blood glucose reading was about or more than 250 mg/dl. The customer's father stated that the customer's blood glucose levels would rise, so they changed the infusion set, and she was fine thereafter. He mentioned that there was blood at the end of one of the infusion set cannulas upon removal as well. The caller was advised to call back for troubleshooting when the customer was present with the insulin pump. He advised that whenever the blood glucose reading went above 300 mg/dl, they treated with manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.